Event description:
It was reported that a homechoice device experienced an unknown failure. Patient involvement was not provided. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a reload the set 153 alarm was identified during a review of the event history log. Visual inspection, full functional testing, electrical safety testing, calibration and simulated therapy were performed with no defects or malfunctions found with the device. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.